Event description:
It was reported that during set up for a da vinci s surgical procedure the surgeon experienced a foggy image through both eyes of the high resolution stereo viewer simultaneously. The site informed an isi technical support engineer (tse) that they attempted to used 4 different endoscopes; however, the foggy image persisted. They site then attempted to re-calibrate the scopes and checked proper settings. The site tested their scope warmer but was unwilling to perform additional troubleshooting. The patient was under anesthesia and port incisions had been make before the surgical staff made the decision to abort the procedure. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The investigation conducted by the field service engineer concluded that the reported vision issue experienced by the customer was related to the camera head. The system was repaired by replacing the affected camera head. The camera heads were returned to isi for evaluation. Engineering evaluation revealed that the camera head was dropped; thereby causing the stage to be damaged. As of (B)(6) 2010, there have been no reported recurrences of the issue at this hospital.